Event description:
It was reported that during a coronary stenting treatment procedure, vessel perforation and subsequent patient death occurred. The patient presented with chest pain and a non-st myocardial infarction. The lesions being treated were located in the acutely occluded proximal and mid right coronary artery (rca). A runway guide catheter was placed. Three inflations to 15 atms for up to 33 seconds were made with a 2x15mm maverick 2 balloon in the proximal rca. Angiography was performed. Six inflations to 14 atms for up to 34 seconds were made with a 2.5x20mm maverick 2 balloon in the proximal - mid rca. Angiography was performed. Six inflations up to 20 atms for up to 38 seconds were made with a 3x20mm quantum maverick balloon in the prox - mid rca. Angiography was performed. A mailman guidewire was placed. Six inflations to 15 atms for up to 29 seconds were made with a 4x20mm quantum maverick balloon in the prox - mid rca. The mailman guidewire was removed. The physician repeatedly attempted to place a 4.50x24mm veriflex stent in the mid rca, but was unable to cross the lesion. Two or three stent struts were found raised. The stent was removed. A 4.5x16mm veriflex stent was deployed in the mid rca, inflated to 15 atms for 26 seconds. Another mailman guidewire was placed and a 4.5x20mm veriflex stent was deployed in the mid rca, inflated to 15 atms for 11 seconds. A vessel perforation was identified. A code was called, and temporary pacing was started. The patient was placed on a ventilator and pericardiocentesis was performed. A mach1 guide catheter was placed. The 4.5x20 veriflex stent balloon remained inflated to 15 atms. A 4x16mm non-bsc stent was deployed in the mid rca, inflated to 18 atms for 31 seconds. Balloon inflated for 15 atms for 11 seconds. Compressions started due to low blood pressure. A runway guide catheter was placed. CPR stopped and blood was given. Seven inflations up to 18 atms for up to 41 seconds were made with a 5x15mm quantum maverick balloon in the mid rca. Angiography was performed. Clot was aspirated from the rca. Pacemaker turned off. Blood was given. Eight additional inflations up to 15 atms for up to 20 seconds were made with the previous 5x15mm quantum maverick balloon in the mid rca. Angiography was performed. A 4.5x12mm veriflex stent was deployed in the mid rca, inflated to 18 atms for 20 seconds. CPR was restarted, pacemaker turned back on, and the stent balloon was reinflated across the mid rca. Three additional inflations up to 15 atms for up to 129 seconds were made with the previous 5x15mm quantum maverick balloon in the mid rca. A 4.5x28mm non-bsc stent was deployed, inflated to 18 atms for 24 seconds. Four additional inflations up to 18 atms for up to 15 seconds were made with the previous 5x15mm quantum maverick balloon in the mid rca. Angiography was performed. Pacemaker turned off to check rhythm. Blood was given. Three additional inflations up to 18 atms for up to 30 seconds were made with the previous 5x15mm quantum maverick balloon in the mid rca. Blood was given. A 4.5x13mm non-bsc stent was deployed, inflated to 18 atms for 24 seconds. Angiography was performed. Pacemaker turned off to check rhythm and then removed. Medications given included: angiomax, atropine, nitroglycerin, dopamine, reopro, packed red cells, and adenosine. Patient's status when leaving the cath lab was reported as "resting comfortably; no acute distress noted". The patient was transferred to the ICU in critical condition. Patient death occurred post procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.